Manufacturer narrative:
The product was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported by a customer that they received a broken ampoule of monomer in a case of palacos r=g bone cement. It was reported that there was a concern the fumes would be harmful. It was noted that a stockroom employee was in an area that was adequately ventilated, but was not wearing any personal protective equipment.